Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the remote control buttons perforated, the suction channel perforated, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the angle wire play, the lg connector corroded, the nozzle gluing missing, the objective lens dirty, the laser cut filter dirty, the lg prong top loose, the distal body worn out, and the insertion flexible tube lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).